Event description:
During operation of the power processor with lx connections, the operator failed to follow documented procedures for loading priority racks upon the lx20. The operator wanted to load 2 priority racks. The operator failed to 'pause' the connection module and failed to press "run" twice. Therefore the first priority rack loaded but the second did not. When the operator then utilized the power processor for routine processing of tubes, the system was unaware of the second full rack and attempted to place a tube within this already full rack. Some tubes broke, blood spilled, and when the operator reached into the system the operator found their glove has been cut. But there were no cuts on their hand one of the tubes that broke was hiv positive and the operator had prior abrasions on their hands from yard work. The hospital initiated prevention treatment which included the use of azt.